Event description:
I run the libre 3 freestyle and a tandem x2 insulin pump. I use control iq which is a closed loop system that talks between the sensor and the pump. My blood sugar according to the libre 3 freestyle is that it was 55 straight arrow down... When I tested my blood sugar with a finger stick it was 115. As I was reporting to the abbott organization, they did not seem concerned with the discrepancy. Well, it's great that they offered me a new sensor that was not my concern. It's the fact that I am unable to calibrate the sensor and there's a huge discrepancy! That discrepancy because the pump now thinks my blood sugar is low turns my pump off. I can turn off my control iq to regulate that but that defeats the whole purpose, doesn't it? And when I asked the customer service agent at abbott's if he was actually reporting instead of just sending me a new sensor, he said yes. However, he didn't know what department it was " reported to " and so I question if that's actually something that is even going to be brought up. It seems to me that this is a malfunction of the system and needs to be corrected in their next update of sensors. Calibrations seem to be pretty important to me as a diabetic of nearly 50 years!